Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was beeping constantly. The blood glucose value level was unknown at the time of the incident. Customer was instructed to take the batteries out and put the insulin pump to rest but it did not resolve the constant beep. The customer was advised to revert to a back-up plan per health care provide's instruction. The customer will return the product.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test,displacement test and rewind test. No audio beep/high pitch anomaly, vibration anomaly or display anomaly noted. Pump had cracked display window, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.